Event description:
Related manufacturer reference number:1627487-2023-06110 it was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on the leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The reported lead extension revision due to unknown issue was not confirmed. As received the microscopic inspection did not reveal any anomaly. All impedance measurements were in the expected range. No anomaly was observed that would contribute to the reported issue. The root cause of the reported issue could not be ascertained.